Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The device also had a scratched lcd window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display on the insulin pump went blank. Blood glucose value was 283 mg/dl. The customer stated that the battery was changed several timed but the display remained blank. The insulin pump was replaced and the customer agreed to return the product for analysis.